Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer's (omsc) investigation. The subjection device was not forwarded to omsc, but omsc conducted an investigation based on the available information. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. The reported failure of the power switch is a known issue and has been previously investigated. It was confirmed that the design was changed as a tolerant factory of the power switch damage. As part of the investigation, detailed information was requested from the user facility, but further information could not be obtained. Additionally, since the subject product was not returned, the root cause could not be determined. Therefore, the presumed cause was described based on the current information. - delivery in august 2013. - it seems that the switch part was broken by the long-term use. - it was confirmed that the design change was carried out as the resistance improvement of the power switch damage. - countermeasures have been shipped since november 26, 2013. To mitigate the failure of the power supply switch, the instruction for use manual ("6.6.2_ labeling review) states, "before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and see chapter 8, ¿troubleshooting¿. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result."

Manufacturer narrative:
A review of the service history indicates the device was purchased on august 11, 2013 with no previous repair records. The xenon light source was returned to the service center for a physical evaluation. A visual inspection found the power switch was lodged inside the unit. Upon further inspection, it was observed that the current power switch was outdated and required an upgrade. There was minor cosmetic wear and tear on the housing. Additionally, there was a third party lamp installed with a lamp life of more than 400 hours. There was excessive thermal debris on the lamp. The unit passed functional/output inspection. Based on the results of the evaluation, the potential cause of the reported event was attributed to stress from excessive force applied to the power switch. The instruction manual provides warning which states, do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.

Event description:
The service group was informed that during preparation for use, the xenon light source power switch actuator was not working/broken. There was no patient injury reported. The user facility further reported that the nurse at the user facility went to turn the xenon light source on and the power switch broke. The power button of the xenon light source was stuck and had to be unplugged to be turned off, plugged in to be turned on. The procedure was completed with the same xenon light source. It functioned properly and the damaged power switch was the only issue. The intended procedure and patient details were unknown. The xenon light source was inspected prior to use and there was no damage or abnormalities other than the broken power switch. There was no residue on the power switch.